Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the screen shows signs of delamination and is non-responsive to touch. The issue occurred during daily checks of testing. It was reported no patient involvement is associated with the event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was water ingress due to a hardware design issue.